Manufacturer narrative:
Device codes: 2017 labeled 2983 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions. Evaluation summary: only the sheath and a portion of the guide was returned. The reported guide detachment was confirmed. Difficulty to deploy the plunger could not be confirmed because not all components, including the plunger, were returned for analysis. Difficulty to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In addition, the IFU also states: the patient effect of embolism and treatment of surgical exposure is listed in the IFU, as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous report filed, additional information received: a femoral angiogram or other imaging was not performed to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transseptal puncture procedure. Reportedly, there was slight resistance advancing the proglide into the anatomy and the needle plunger was unable to be deployed. The sheath of the proglide broke off and remained in the patient's right femoral vein. The patient was transferred to another hospital where surgery was performed to remove the sheath which had migrated into the iliac vein. There was a clinically significant delay in the procedure and hospitalization was prolonged. Reportedly, the patient recovered and was discharged from the hospital. No additional information was provided.